Event description:
This pt had a bam using silicone gel implants in 1985 at another facility, therefore the MFR is not known to this reporting facility. Due to autoimmune problems, she desires removal of the gel implants. Gross exam: the right implant is intact and shows no evidence of rupture or leakage. The left implant shows a slit-like fenestration near the lateral aspect. The capsules microscopically demonstrate fibrosis and chronic inflammation and foreign body giant cell reactions.